Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please to refer to complaint (B)(4). A follow-up is being generated because report is being reclassified as a serious injury. Based on a phone conversation (B)(4) received from (B)(6) at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Event description:
Already provided reference # continued to pop on the screen wanting to accept or not accept as if a break in the circuit was occuring. Discarded sensor. Replaced with new sensor. Surgery was delayed more than 30 minutes. Customer complaining that recently ordered icp cables continue to stop working, showing an error message cannot detect transducer. Cable appears to be in good condition with no sign of external damage. Customer is asking codman to replace. Rep confirmed that the device was implanted for a few minutes, not sewn down, but replaced due to the difficulty. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please to refer to complaint (B)(4). A follow-up is being generated because report is being reclassified as a serious injury. Based on a phone conversation (B)(4) received from (B)(6) at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Event description:
Rep reported that the reference number continued to pop on the screen wanting to accept or not accept as if a break in the circuit was occurring. As a result the sensor was discarded and replaced with new sensor. Although the sensor was replaced it was never sewn down. Surgery was however delayed more than 30 minutes due to the event described. Customer is also complaining that recently ordered icp cables continue to stop working, showing an error message cannot detect transducer. Cable appears to be in good condition with no sign of external damage.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor. Catheter has multiple slight bends along catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation the supplier was unable to confirm the complaint. Please note that no icp express cables were returned for evaluation under this complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.